Event description:
At client's home today, father reported that the cord was frayed in two places to electric percussor. Clinical manager noted exposed wires to cord, and immediately told family the machine could not be used. Machine was removed from client's room and placed in the basement. There was no injury or adverse effect to client. Product was safely removed from client's home. Md was notified. Dates of use: #1 (B)(6) 2000, #2 (B)(6) 2010. Diagnosis or reason for use: myotonic muscular dystrophy.